Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced a cardiovascular event on unknown date in (B)(6) 2011 after the use of the product.